Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a damaged central processing unit (cpu) tray cover, and thumbwheels that were damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a damaged central processing unit (cpu) tray cover, and thumbwheels that were damaged. The customer requested and was provided with the part numbers for the damaged items. A follow up was performed with the customer, and it was reported that the cpu tray cover and thumbwheels were replaced to resolve the issue. The device was returned to service.